Manufacturer narrative:
(B) (4). The ge service rep replaced the flat ipc cpu battery and reloaded the bios. The system operates as intended.

Event description:
The customer reported that the system locks-up. No pt injury was reported.